Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an m31 air detected in cassette warning during fill 1 of 7. The patient rebooted the cycler a couple of times but the issue persisted. The treatment was canceled and while removing the cassette the patient noticed a fluid leak in the back of the cassette area. Technical support advised the patient to revert to continuous ambulatory peritoneal dialysis (capd) to perform treatment while waiting for a replacement cycler. Technical support also advised the patient to notify the pd nurse regarding this incident. Upon follow up, the nurse stated she had not been notified of the fluid leak. The patient had visited the clinic the following day after the incident and the nurse confirmed the patient did not had no adverse effects from the reported issue. A new cycler was delivered and the patient continuous using cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue.